Event description:
The patient was implanted with herniamesh t-sling on (B)(6) 2013. Later the patient experienced loose bowel movements, suprapubic pain, urinary tract infection, pain, urinary problems, dyspareunia, bowel problems, urine is cloudy and sometimes brown with a strong foul odor, urgency, frequency, shooting abdominal pain and loss of consortium. Macrobid ordered on (B)(6) 2013 and (b)(64 2013. On (B)(6) 2014, the physician indicates the symptoms are consistent with osteitis pubis [often painful inflammatory condition affecting the symphysis pubis - the joint between the pubic bones of the pelvis]. An abdominal removal of t-sling performed on (B)(6) 2014; pathology [indicates] synthetic mesh with fibrosis and giant cell reaction.